Event description:
Pt called lfs in 2002 alleging their ot ultra meter was reading inaccurately high. The pt stated they dropped the meter and in the setup mode accidently changed the measurement to mmol/l instead of mg/dl. Pt obtained a reading, can't remember the exact reading but stated it was 160 mg/dl. Pt based their insulin on the reading, doesn't remember how much insulin and began to have a low blood sugar reaction. Pt stated he was sweating and at one point pt passed out. Their daughter drove them to the ER, where pt was treated with glucose. Pt was sent home the same day. The issue has been resolved with the meter, no replacement sent.